Event description:
Limited information was reported through a legal event that a (B)(6) year old patient underwent a hernia repair surgery on or about (B)(6) 2015 and the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2019 where the patient was diagnosed with recurrent incisional hernia repair, adhesions, and incarcerated small bowel. On or about (B)(6) 2019, the patientf underwent a mesh explant procedure, with placement of additional mesh.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report on september 14, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100293. No other information was reported. Due to system limitation, since the catalog and sublot are not known, the lot has been added as unknown, however an investigation will be performed for lot sp100293. As reported in the initial: limited information was reported through a legal event that a 44 year old patient underwent a hernia repair surgery on or about (B)(6) 2015 and the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2019 where the patient was diagnosed with recurrent incisional hernia repair, adhesions, and incarcerated small bowel. On or about (B)(6) 2019, the patient underwent a mesh explant procedure, with placement of additional mesh.

Manufacturer narrative:
Internal investigation into strattice lot sp100293 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 23/sept/2022, of the 265 devices released to finished goods for lot sp100293, 255 have been distributed with 172 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.